Manufacturer narrative:
Upon further review of this case, it was found that it is a duplicate of the complaint reported in MFR report number 2031642-2021-03637. This complaint was reported in error. All available information has been reported in MFR report number 2031642-2021-03637. Any information regarding this issue that will be received at a later date will be reported under MFR report number 2031642-2021-03637.

Manufacturer narrative:
Date of report: 07may2021. No patient involvement.

Event description:
The customer reported consuming a speaker assembly. The device was not in clinical use, no patient or user harm was reported.